Manufacturer narrative:
Per 803.52(f) (11) (iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that tubing used for lipid infusion builds up pressure and results in pump alarming "occluded," ¿despite looking perfect¿. The line reportedly ¿flushes perfectly¿ and the tpn is infusing in line with no issues, but the lipids keep reading ¿occluded despite trouble shooting all potential problems.¿ the clinician had to dispose of line. There was patient involvement but no harm.